Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06dec2019.

Event description:
The customer reported blank display. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported blank display issue. The manufacturer¿s field service engineer (fse) removed all the connections from display, (mmi) man-machine interface, and reconnected the same. The fse observed it is working fine, and no parts involved in this. The device successfully pass performance specification testing after the repair was completed.